Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 56 mg/dl following a post-dinner correction bolus delivered by the ilet bionic pancreas on (B)(6) 2025. The user treated with smarties and a snack bar; bg stabilized without medical intervention or hospitalization. No lasting effects reported.